Event description:
A ventilator was returned to the manufacturer for preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device the ""active circuit leak"" test failed. The sensor board was replaced to address the issue. In addition, the lcd backlight cable was replaced due to breakage to the connector portion of the cable. The micron filter, stirring fan foam, flow sensor and motor blower assembly were replaced due to dirt. The pollen filter was replaced as preventative maintenance. The device was checked overall, cleaned, calibrated, and passed final testing.